Event description:
It was reported that an ilet displayed no information despite charging indicators showing function, and a wake-button reset did not restore the screen; the device could not be synced and a replacement was arranged. Symptoms included hyperglycemia with a reported blood glucose of 379 mg/dl for approximately 1 hour and 45 minutes without ketone testing, back-up therapy, medical intervention, or other assistance, and without acute health effects. Outcomes included temporary interruption of insulin automation and use of cgm alone while awaiting replacement. Investigation included customer troubleshooting and review of device behavior based on user report and inspection of the returned device. Investigation of this device revealed a screen/display failure of the ilet user interface component resulting in an unresponsive device, consistent with a hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display assembly.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.